Manufacturer narrative:
The reported lot number (hurb0130) was not a valid based on the reported implant date in the complaint. The reported date of implant was (B)(6) 2005. The manufacture date of this reported lot number is 2/2007. Therefore, we are submitting this report under the reported product catalog number and unk lot number. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2005: pt underwent surgery for repair of a ventral hernia. A ventralex hernia patch mesh was implanted to repair the defect. On (B)(6) 2007: pt had to undergo additional surgery to remove the patch. Pt has suffered and will continue to suffer physical pain and mental anguish.